Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced worsening symptoms of heart failure, shortness of breath and chest pain. A remote transmission showed high atrial thresholds and possible non-capture of the atrial lead. Initially the outputs on the lead were increased; however, it was later determined that the lead dislodged so it was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.